Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies and that there was some skin irritation at the insertion site. The blood glucose reading was 156 mg/dl at the time of the call. The customer stated that the sensor glucose reading was vastly different from the blood glucose. On one occasion, the blood glucose reading was 117 mg/dl compared with the sensor glucose reading of 74 mg/dl. On another day, the blood glucose reading was 125 mg/dl and the sensor glucose, 76 mg/dl. The insertion site was not observed to have any signs of infection. Advised the customer to monitor, continue sensing, and to call back if the issue persists. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.